Event description:
On (B)(6) 2010, the customer reported that the battery failed to charge. On (B)(6) 2010, it was reported to philips that the unit failed to power up on battery power.

Manufacturer narrative:
(B)(4): on (B)(6) 2010, the customer reported that the battery failed to charge. On (B)(6) 2010, it was reported to philips that the unit failed to power up on battery power. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.